Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that a pfna nail was explanted and a re-osteosynthesis was performed successfully on (B)(6) 2021.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 472.375s, lot: 55p5835, manufacturing site: bettlach, release to warehouse date: may 29, 2020, expiry date: may 1, 2030 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the complaint device pfna nail was returned to customer quality (cq) west chester for investigation. The nail has broken into two pieces near the proximal end right at the opening for helical blade. The nail has scratch marks indicating the device has been used. Along with the nail, helical blade and screw was received as concomitant device with no allegations on them. No other issues were identified during inspection. Device/defect identified: yes. Document /specification review: based on the date of manufacture, the current and manufactured version of drawings for the part were reviewed: pfna dx small 125/130 deg l200 tan/sst, current and manufactured revisions dimensional inspection: specified dimension: outer diameter of the nail. Measured dimension: outer diameter of the nail: conforming measuring device used: caliper . Complaint confirmed: yes, the complaint condition of broken can be confirmed based on the available information. Conclusion: the pfna nail had failed near the proximal end and broken into two pieces. During investigation no manufacturing or design discrepancies were identified. A definitive assignable root cause cannot be determined from the provided information. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that the patient was implanted with a proximal femoral nail antirotation (pfna) and cerclage to treat a right pertrochanteric femur fracture after osteosynthesis. On (B)(6) 2021 the patient underwent a CT scan due to pain during weight bearing in the right hip area without trauma. The CT scan showed evidence of a nail fracture and reosteosynthesis. This report is for one (1) pfna nail. This is report 1 of 1 for (B)(4).